Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# and serial number were not provided. Device manufacture date could not be determined as the serial number was not available.

Event description:
The german customer purchased a contour next one meter set with the measurement units mmol/l. The user guide in the set was for contour next one mg/dl instead of mmol/l. No adverse event alleged. The customer has been advised to return the meter set for evaluation.

Manufacturer narrative:
During the follow-up with the pharmacist, it was determined that the initial complaint was a misunderstanding. The user guide did have the correct units of measure.